Event description:
A falsely elevated ctni result of 1.19 ng/ml was obtained on a sample from a patient. The result was reported to the physician. The physician questioned the result and another sample was drawn. Lab testing on this re-drawn specimen obtained a result of 0.00 ng/ml. Retesting of the original sample gave a result of 0.00 ng/ml. The erroneous result was questioned by the physician. Patient treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the patient. Analysis of instrument log file does not show any instrument problems. The cause is suspected to be sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Laboratory personnel did not centrifuge the specimen for recommended time. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter. To prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation."